Event description:
It was reported that the customer was hospitalized due to a suspected case of hypoglycemia. The exact blood glucose values were unknown because the customer was unconscious at the time of the event, but the incident was diabetes-related. The customer subsequently received treatment with intravenous saline and insulin, which resolved the issue, but he suggested that brain damage might have occurred. A decision was made to replace the customer's pump as he did not trust its reliability and would switch to using multiple daily injections (mdi) in the meantime.